Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient had a new ins implanted yesterday, the patient received no training on how to use the external equipment, and they were told an mdt rep (name not provided) would be calling them today to review how to set up the equipment, but they have not received a call yet. The caller stated that the patient was in terrible pain all night because the therapy was not turned on after it was implanted yesterday. The caller explained that the pain was due to the patient not being able to urinate but a couple of drips every time they tried to urinate, and they constantly felt like they had a full bladder. The caller said the patient finally figured out how to turn the therapy on, but they still not getting adequate symptom control. The caller was not with the patient, so agent was unable to assist with troubleshooting. The caller requested to have an mdt rep call the patient as they had promised. The patient states on thursday night they figured out how to use the equipment because they could not void, bladder was full. Patient states on program 1 and 2 not feel anything, but then they got to program 3 at 1.3 and could feel something, and symptoms are better. The patient would like to meet with someone in person patient said they tried programs 1 and 2 and increased stim past 2.0 and weren't feeling any stim. The patient said they are on program 3 and are able to feel stim. The patient said the programmer is completely different. The patient said the hcp told the patient they don't like mdt as a company, but they like the product. The patient has a follow -up appointment on (B)(6) 2025 at 2pm, and they would like an mdt rep to be there. They mentioned that the patient was having issues with the therapy.